Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an intermittent alarm involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The root cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported an infusor pump with a reported condition of "intermittent". This condition occurred during set-up. During device evaluation, the reported condition was confirmed as a constant alarm which interrupted delivery. There was no patient involvement. No additional information is available.